Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing. The lead was explanted and replaced. There were no patient consequences.